Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
While doing bilateral aorto-iliac stenting excessive shortening of one stent (left side) second stent is ok dr. Had to put another stent to cover the lesion.

Event description:
Supplemental report is being submitted due receipt of image review findings on 24-sep-22 and due to the completion of the investigation on 14-oct-22. Imaging review recieved on 24-sept-2022: 1. The complaint is confirmed. The left zfv6-125-10-14.0 was implanted shorter than its design length. The implanted length was approximately 10.5cm. The stent was likely extracted from the delivery sheath during deployment. This is a risk when deploying a self-expanding stent in an irregular lumen significantly smaller than the stent¿s design diameter. Because it was most likely a recanalized occlusion, the moderate to severe aortic stenosis would have been very irregular. Since the right stent would have most likely been deployed concurrently, its presence would have further enhanced extraction risk. 2. Zfv6 deployment in the abdominal aorta was off label. This was not a bilateral cia kissing stent deployment as each stent began just caudal the renal arteries. An IFU consistent approach to this lesion would have been implantation of a single aortic stent up to or near the aortic bifurcation followed by bilateral kissing iliac zfv6 stents.

Manufacturer narrative:
PMA/510(k) # k182980 device evaluation the device evaluation of zfv6-125-10-14.0 device, lot number c1902747 could not be completed as the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Document review prior to distribution zfv6-125-10-14.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zfv6-125-10-14.0 device of lot number c1902747 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1902747. It should be noted that the instructions for use (ifu0058) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery.¿ there is evidence to suggest the user did not follow the IFU. From the additional information given, it is known that the zfv6 stent, was deployed in the abdominal aorta which is off label. Image review images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression 1.the complaint is confirmed. The left zfv6-125-10-14.0 was implanted shorter than its design length. The implanted length was approximately 10.5cm. The stent was likely extracted from the delivery sheath during deployment. This is a risk when deploying a self-expanding stent in an irregular lumen significantly smaller than the stent¿s design diameter. Because it was most likely a recanalized occlusion, the moderate to severe aortic stenosis would have been very irregular. Since the right stent would have most likely been deployed concurrently, its presence would have further enhanced extraction risk. 2. Zfv6 deployment in the abdominal aorta was off label. This was not a bilateral cia kissing stent deployment as each stent began just caudal the renal arteries. An IFU consistent approach to this lesion would have been implantation of a single aortic stent up to or near the aortic bifurcation followed by bilateral kissing iliac zfv6 stents. Root cause review a definitive root cause of off label use was established from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Summary the complaint is confirmed based on the images provided. According to the initial reporter, the procedure was completed with an additional stent device. Complaints of this nature will continue to be monitored for potential emerging trends